Event description:
It was reported that there was a catheter migration/dislodgement at the distal segment of the catheter. A dye study had been performed but no manufacture representative had been present for the procedure. It was unknown how the issue was diagnosed. A revision was done to replace distal spine segment. No segments were left in the intrathecal space as the entire catheter was coiled up in the patient's back. It was reported that the patient was doing well. No patient symptoms were reported. The pump system was delivering baclofen.

Manufacturer narrative:
Concomitant products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type pump; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).